Manufacturer narrative:
Patient code: (B)(6) (revisions/removal surgeries). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was massive right flank hernia with loss of domain. The procedure performed was right open myofascial advancement flap, open repair of incarcerated hernia with loss of domain, implantation of mesh, resection of skin and subcutaneous tissue. The patient experienced multiple revisions/removal surgeries; non-healing wound; and infections.

Manufacturer narrative:
Additional info: a4, b2 (added hospitalization and life threatening), b5, b7, h4, h6 (patient codes, imf codes, device code, ime e2402: "loss of abdominal domain"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of abdominal hernia. It was reported that after implant, the patient experienced adhesions, exposed mesh leading to sepsis, suffering, defective mesh, emotional distress, mental anguish, loss of abdominal domain, wound dehiscence, necrotizing infection, attenuated skin, non-healing wound, infection, hernia recurrence, pain, and mesh migration. Post-operative patient treatment included revision surgery, hospitalizations, wound debridement, irrigation of wound, lysis of adhesions, hernia repair, mesh removal and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of abdominal hernia. It was reported that after implant, the patient experienced non-healing wound, infection, hernia recurrence, pain, and mesh migration. Post-operative patient treatment included revision surgery, and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.